Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set leaked. The following information was provided by the initial reporter: leaking at silicone segment that loads into pump.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set leaked. The following information was provided by the initial reporter: leaking at silicone segment that loads into pump.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 30-mar-2023. H.6. Investigation summary: one sample was received and tested by our quality team. The customer's complaint of leakage was immediately verified upon priming of the tubing- there was a pinhole leak that sprayed saline from the silicone segment that is to be inserted into the infusion pump. The manufacturer of this set was contacted and has concluded that the leak was not due to deficiencies in the production of set. The root cause of this failure is unknown. There is a possible root cause of damage while loading into infusion pump. A device history record review for model 11532269 lot number 22095041 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.